Event description:
During a laparoscopic hysterectomy and bilateral salpingo-oophorectomy, while the v-care uterine manipulator was in the uterus which was being removed through the vagina, the tip of the manipulator came off in the uterus. The physician was able to remove the broken piece, check the device to ensure all parts were retrieved. The patient was not harmed.